Event description:
It was reported that during an office visit a high impedance warning message were observed. During the same visit the patient reported experiencing an increase in seizures. The patient was then referred for lead and generator replacement surgery. No surgical interventions are known to have occurred to date.

Event description:
It was reported that the patient underwent surgery where the lead and generator were replaced. During the surgery the neck was opened and it was found that the lead's tubing was open and the wires of the lead were exposed. When the surgeon was removing the lead he found it was deteriorated and had to be explanted in pieces. Only the generator and the portion of the lead pin were available for return. None of the explanted products have been received to date.

Event description:
The explanted lead and generator were received and underwent analysis. During analysis the generator was placed in a body simulated environment and the device¿s output was monitored for more than 24 hours. There were no signs of variation in the generator¿s output signal and the generator demonstrated the expected level of output current for the entire monitored period. The generator performed to functional specification. The lead were received in two portions with contain the lead connector pins. It was noted that the electrodes were not included in the portion of the lead that were returned. Abrasions were observed on the marked connector boot and tubing however the abrasions did not penetrate. The coils were stretched and kinked in some areas. However the analysis lab were unable to confirm the presence of a fracture in the portion of the lead received.